Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per specification with accurate readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the insulin pump has various sensor issues. Customer reported that the insulin pump has a bent sensor. Customer's blood glucose reading was 154 mg/dl. Nothing further reported.